Manufacturer narrative:
H3: product analysis: evaluation didn't reproduce the reported malfunction of overheating. However, it was noted that there was no b earing at tube distal, making the testing burr wobble during pre-testing. It was also noted that worn bearings were observed. B3: notified date was considered as the date of event, as the event date was unavailable. G3: aware date used as the date of analysis performed as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the attachment was overheating. At the time of the report, there was no patient involvement.